Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had diabetic ketoacidosis event on the next day . The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had blank display and did not recall low battery alert. The device will not be returned for analysis.